Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to another meter. The following complaint was classified based on documentation from the customer care advocate (cca). The patient stated that the alleged inaccuracy began on (B)(6) 2011 at approximately 12:00pm. The patient stated that at 12:00pm on (B)(6) 2011 she obtained an allegedly high glucose reading of "383mg/dl" with the subject meter. The reporter stated that the patient manages her diabetes with insulin. The patient claimed that approximately 2 hours after the reading (exact time unknown) she developed "shakes and weakness". The patient claimed she went to the ER and her blood glucose was taken on a hospital meter and was found to be "68mg/dl, 77mg/dl and 168mg/dl". Food and drink were reportedly administered by ER staff as treatment. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting (mg/dl). The patient did not have control solution so a control solution test was not performed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury and was provided treatment by an hcp for hypoglycemia after the alleged meter issue began.